Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6 d10: correction: date corrected h4: device manufactured between march 12, 2019 to march 13, 2019. H10:the device was received for evaluation. A visual inspection was done and observed that the cap/retaining ring was received missing at the add port. Functional testing was performed with no leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the additive port of one 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had an unspecified defect. This was identified during setup and preparation. There was no patient involvement. No additional information is available.